Event description:
The patient reported she has not charged her scs ipg in a year and has had issues with her charging system. The patient also reported she received a comm error 2501 when she attempted to use her patient programmer.

Manufacturer narrative:
Correction/removal reporting number: 1627487-07262012-002-r. This ipg serial number was included in a field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.